Event description:
It was reported that a health care professional had difficulties trying to interrogate this cardiac resynchronization therapy defibrillator (crt-d) using latitude consult. Boston scientific technical services (ts) verified that the patients device is a boston scientific product. Ts also recommended to move the wand around and palpate the device to see if they could get a connection. It was advised to have the health care professional call us back if the interrogation was unsuccessful. Further information was requested to determine the resolution however, no information was obtained. At this time, this cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.